Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.